Event description:
It was reported the patient received the following results within 15 minutes: 407 mg/dl, 114 mg/dl, 136 mg/dl, 122 mg/dl, and 129 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 407 mg/dl, 114 mg/dl, 136 mg/dl, 122 mg/dl, and 129 mg/dl.